Event description:
It was reported that the absolute stent failed to completely deploy in the artery. The sheath did not pull back completely releasing the stent. The sds and stent could not be removed, and were stuck in the left superficial femoral artery. The self expanding stent system handle was pulled very hard stretching the stent approx 250 mm and then it was pulled from the sheath remaining in the artery. The remainder of the system was removed. The stretched stent remained in the artery extending out in unintended site and two additional absolute stents were implanted inside the stent deploying it in the artery. Reportedly, the pt is doing fine.